Manufacturer narrative:
Evaluation summary: had the set screw been inadequately threaded into the spring plunger body during manufacture, it would likely have fallen apart much earlier in the life of the instrument. The duration of use effective use of the instrument makes assembly error unlikely. The set screw and spring plunger body were reassembled by development as a part of this investigation, and the set screw threads into body to full depth and with proper fit. This makes defective subcomponents unlikely. A review of the complaint history for this instrument shows no other events of the spring plunger disassembling during use, making inadequate design an unlikely contributing factor for this particular event. The most likely cause of the spring plunger of the cup positioner disassembling during use cannot be determined from the information provided. However, vibration from normal use as well as possible lack of any means present to lock the set screw in place in the spring plunger may be contributing factors. As returned, the spring from inside the spring plunger is missing, however, the photo from the complaint file in (B)(4) shows the spring from the spring plunger was captured inside the compression spring in the end of the cup positioner. Manufacturing records for this lot were reviewed by and found to be confirming. The field age of the part is up to 19 months.

Event description:
It is reported that during the surgery, the positioner disassembled, then its set screw and pin dropped into the wound. The pieces were retrieved.